Manufacturer narrative:
The device was received for evaluation; additional info will be submitted once the quality investigation is completed.

Event description:
The universal drill was sent for evaluation due to not locking the bur in place while in use. The bur slipped out of the drill approximately 1 cm during a procedure, but did not entirely come out of the drill during the case. Backup equipment was used to complete the case without any clinically significant procedure delay. There was no pt injury or adverse consequences associated with the device.